Manufacturer narrative:
On 17-may-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air continued to be drawn from the side port. Damage to the hemostatic valve was suspected. When inserting vizigo into the patient's body. The issue was resolved by replacing the product to another new one. The procedure was completed without patient's consequence. Additional information received by bwi on 23-may-2023: air was not introduced into the patient. The bubbles were not removed--the entire sheath was replaced instead. No neurological symptoms/effects occurred in the patient. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. The hemostatic valve broken next to the introduction area, and it's directly related to the air leakage reported by the customer. Due to the condition of the hemostatic valve, an internal action was opened. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air continued to be drawn from the side port. Damage to the hemostatic valve was suspected. When inserting vizigo into the patient's body. The issue was resolved by replacing the product to another new one. The procedure was completed without patient's consequence. Air flows back into the side port is MDR-reportable.